Manufacturer narrative:
Citation: verhoye jp et al. Early outcomes of transcarotid access for transcatheter aortic valve implantation. Eurointervention. 2020; 15:e1332-1334. Doi: 10.4244/eij-d-18-01192. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective study into the early outcomes of patients undergoing transcatheter aortic valve implantation (tavr) via transcarotid access. All data were collected from a single center between april 2017 and june 2018. The study population included 50 patients (predominantly male, mean age 71 years), 4 of which were implanted with medtronic evolut pro transcatheter valves (no serial numbers provided). Among all patients, adverse events included: stroke, transient ischemic attack (tia), life-threatening bleeding, acute kidney injury, minor vascular access complications, permanent pacemaker implantation, atrial fibrillation, moderate aortic regurgitation. Multiple manufacturers were noted in the literature. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.